Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing properly during the load fill tubing process. The customer's blood glucose (bg) level subsequently increased to 300 mg/dl. A correction bolus and a manual injection were delivered to address bg. Clinical support specialist provided additional training in regards to the load fill tubing process and the customer continued to use the pump for insulin therapy.